Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument started to fire and would not complete the seal. The stapler instrument stopped working and the surgeon could not unclamp it from the tissue. The customer had to manually remove the stapler instrument and staples from the stapler instrument fell into the patient, the surgeon pulled them out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2022: the sureform stapler instrument jaws were stuck on tissue when the issue was occurred, and the manual release kit (mrk) was successfully used to open the jaws. There was no fault when the issue occurred, but the stapler instrument would not open. There were no issues with the use of the mrk. There was no adverse effect to the tissue, no tissue removal, and had minimal bleeding which is expected. The sureform 60 stapler instrument did work, and the customer was almost halfway through the procedure when the issue occurred. The instrument was involved in 3 total fires. On the third fire, the instrument completely sealed and cut through tissue 4mm but then would not open. The surgeon did not encounter any obstructions. Staple reinforcement was being used. This reinforcement was used on all prior staple fires with no issues or error/messages. Seam guard buttress material was used. There were no malformed staples. The surgeon had no clamping issues prior to firing. Individual staples were removed one by one from the patient through the trocar site. All staples were visually confirmed to be removed. No additional surgical procedure was required to remove the staples. There were no post-operative tests performed to check for remaining staples. The surgeon believed it was a possible fault instrument or possibly an issue with staple line reinforcement. The instrument was inspected prior to use and no damage was found. The surgeon did not notice any issues with the functionality until the error was presented. The instrument did not collide with another instrument or hard material. The staples did not fall in during a collision. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer confirmed the bleeding was minimal and expected for the procedure. No blood transfusions were administered due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigation confirmed the customer reported complaint through error logs. The system logs showed 1 firing failure due to high torque. Upon visual and microscopic inspection, no damage was found at the instrument wrist assembly. The instrument was installed on the system and an error message of ¿manual stapler release previously used on device. Do not reuse¿ occurred, indicating the user used the manual unclamping feature of the stapler. This is an expected condition of the system software, and an rfid editor software was used to undo the forced expiration as a result of using the manual release of the instrument. The instrument was installed again, and initialization passed. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. No I-beam damage was observed. Fa found the primary failure of a firing failure to be related to the customer reported complaint. No image or video was available for review. A review of the instrument logs for the sureform 60 stapler (part number: 480460-09/lot number: l13220725 0635) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system sk3872. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the sureform 60 stapler instrument broke and a fragment fell inside the patient during procedure. The fragment was retrieved during the same procedure.